Manufacturer narrative:
This event was originally reported under MFR#2916596-2022-02061 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 12sep2022 the review of files of this event type was completed. Manufacture¿s investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number: (B)(4), and the reported elevated pump powers could not be conclusively determined through this evaluation. It was reported that an increase in pump power was observed and the patient was readmitted to the hospital form on (B)(6) 2020 to on (B)(6) 2020. The patient received a intravenous heparin. The cause of the event was unknown. The patient remained ongoing on heartmate ii left ventricular assist system (lvas), serial number: (B)(4), until they were transplanted on (B)(6) 2021 under MFR# 2916596-2021-07349. The heartmate ii lvas IFU provides an explanation of each of the pump parameters (including pump power and flow) in sections 1 "introduction" and 4 "system monitor". Section 1 (under "explanation of parameters") explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. In addition, device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. Section 4 ¿system monitor¿ cautions that no single parameter is a surrogate for monitoring the clinical status of the patient, and the changes in all parameters should be considered when assessing any clinical situation. Section 4 also addresses pi events as well as potential causes. Section 6 "patient care and management" (under "pump performance monitoring") addresses assessing pump flow and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The relevant sections of the device history records for vad-61351 were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2020, an increase in pump power was observed and the patient was readmitted to the hospital form on (B)(6) 2020 to on (B)(6) 2020. The patient received intravenous heparin. The cause of the event was unknown.